Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt woke up on the morning of (B)(6) and reportedly found that her pump display was blank and her battery cap was loose. She reportedly removed the battery cap and the threads fell off and the cap was not able to secure to the pump. She reportedly never changed the battery cap and had been using it longer than the recommended six months. She reportedly does not test for ketones and has had extreme thirst for two days prior to calling animas. Her blood glucose level was 430 mg/dl on (B)(6) and 342 mg/dl on (B)(6) when she woke up in the morning.